Event description:
Sherwood davis & geck, 1915 olive st, st louis, mo 63103-1642. We've completed our investigation of the referenced medwatch report you filed on behalf of an anonymous rptr who stated that the "kangaroo (model 324) enteral pump would not deliver over 50ml at a time; must reset volume delivered to deliver another 50ml. The nurse failed to realize that the dose volume was set to 50ml, and the pump was functioning properly." The last sentence captures the essence of our reply. The pump was doing what it was designed to do. The user typically pre-sets the dose for the total amount of formula desired. No matter the flow-rate setting, when that dose is achieved, the pump will alarm and cease delivering formula. You can cancel the dose feature by setting dose equal to zero. This is clearly spelled out in the operating manual (see attachment).